Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint.- litigation alleges that patient experienced serious physical injury, harm and damages. Doi: (B)(6) 2006 - dor: (B)(6) 2010 (right side). (B)(6). Update: (B)(4) 2012 - pfs was received from legal. Medical records were received from legal. Part/lot information was identified. Records are available for further review. **update** (B)(4) 2013 - upon medical record review by a medical professional, a femoral fracture due to reaming was noted. A reamer has been added. Patient was revised due to infection. The correct dor was also provided. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the provided product and lot code combinations. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The liner and femoral head are exempt from device history record review per procedure. The search and/or review of device history records was not possible against the unknown product/lot code combinations. Medical records were received and reviewed. With the information provided, it cannot be determined that the depuy implants contributed to the reported events. The stem loosening and pain was a result of the vast infection. The patient had a history of infection and previous hip surgeries prior to receiving the depuy implants. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 11/16/2012 - pfs and medical records received. A correct dor was given. After review of the medical records it confirmed infection and a loose stem during the revision operation. There is no new additional information that would affect the existing MDR decision.